Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves an elderly female pt who received poly-l-lactic acid (sculptra) approx one year ago for wrinkles. Relevant medical history includes a facelift in the past. Concomitant medications include altizide + spironolactone (aldactazine) and acetylsalicylic acid (cardio-aspirine). One year ago, after poly-l-lactic acid was applied by a dermatologist under the lip, on both sides of her mouth, she felt a "knobble." She also received a collagen injection in the upper lip. After one week, she still felt knobbles, which were not visible. These knobbles were different in sizes and were localized to the side of the mouth in the wrinkle. The pt received two to three cortisone injections from the dermatologist (dates nos), and after 14 days, nothing had changed. The knobbles were not still visible. She again received another cortisone injection and now the pt reports the cortisone injection has made her skin ugly and dark. One year later, the pt reports that she can feel and see the knobbles and they are growing. The pt reports feeling panicked and anxious. Rptr's causality assessment: not provided.